Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. The outcome of the patient was not reported. Action taken with therapy was unknown. Outcome of the event was not reported. No additional information is available.